Event description:
It was reported that during a shift check, the autopulse platform displayed error code 11 (max patient temperature exceeded) and error code 18 (max take-up revolutions exceeded) upon power up. Customer indicated that the unit is not overheated. No patient involvement was reported. Additional information provided by the customer on (B)(6) 2013: customer reported that the error codes did not clear on the first few attempts. However, they did clear when the customer came back to the station to look at the matter further. They were able to start the platform and it seemed to run in normal operation with the mannequin. Customer was using the autopulse nimh battery with the platform.

Manufacturer narrative:
The product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for returned platform as follows: visual inspection was performed and confirmed no damages to the platform. A review of the platform archive revealed the following: both user advisory 11 (max patient temperature exceeded) and user advisory 18 (max take-up revolutions exceeded) faults were verified to have occurred on the reported event date, thereby confirming the reported complaint. The ua 18 fault appears to have been due to no load or patient placed on the platform at the time the fault had occurred. Functional testing of the returned platform could not replicate the reported issues of ua 11 and ua 18 faults, however, during testing, large fluctuations in the temperature readings due to a failed temperature sensor were noted. The failed sensor likely led to the reported ua 11 fault, however a definitive root cause for why the sensor failed could not be determined. In summary, the reported complaint of ua 11 and ua 18 faults was confirmed during review of the archive. Based on archive data, the ua 18 appears to have been due to no patient or load placed on the platform during use. Functional testing of the returned platform revealed a failed temperature sensor, which likely led to the reported ua 11 fault. A definitive root cause for the temperature sensor failure could not be determined.